Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login to pyxis system. A technical support specialist (tss) tested login on report server using cfnservice account and confirmed credentials are working, verified synchronization account configuration as per knowledge article (ka), and identified recent addition of user domain (ad.mountsinai.org on 2026-04-29) in ids logs likely causing login failures; reapplied ka by updating the cfnservice password in pes user domain settings, removed domain from cfnservice account to resolve ad sync failure, confirmed errors no longer appearing in logs, and advised customer to monitor and verify with affected users. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to login and also unable to use the fingerprint or password. There were no adverse events or injuries reported due to this event.